Event description:
The attending surgeon was using the xi robot and requested a change of instrument. The instrument faulted halfway out. The entire xi arm had locked and the instrument could not be removed. A representative from the manufacturer was contacted for guidance. The representative advised to manually unlock all arms and reboot the robot. This method was successful. However, the shaft of the instrument had fragmented, leaving a piece of in the patient's abdomen. The missing piece was removed and the procedure was completed without further incident.